Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia, and diabetic ketoacidosis (dka) event caused by an infusion set bent cannula event. Blood glucose level was 860 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) drip, and manual injection. The duration of hospitalization was greater than 24 hours. No further information available.